Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated b5 event description updated outcome attributed to adverse event selected in b2 ime and imf code(s) updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a mechanical moving sound at the location of the ventricular assist device (vad). The patient claimed regularly hearing a squeaking sound as if part of the vad is rubbing on something. The nurse also confirmed this sound when using a stethoscope. The patient is doing fine, no alarms and no other changes. The vad remains in use. No further patient complications have been reported as a result of this event. It was reported that the patient was hospitalized due to a transient ischemic attack (tia). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as investigation summary was revised. Updated section: h6:FDA conclusion code updated product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the controller log files revealed that the pump's power consumption was within the normal operating range for the past 14 days through 17/sep/2020 and no alarms were logged within the analyzed period. Additional information provided by the site confirmed the reported ¿mechanical moving sound¿ sound event. It was further reported that the patient was hospitalized due to a transient ischemic attack (tia). Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, tia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Based on the risk documentation, a possible root cause of the reported "squeaking sound" event may be attributed but not limited to placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative c course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed that the pump's power consumption was within the normal operating range for the past 14 days through 17-sep-2020 and no alarms were logged within the analyzed period. Additional information provided by the site confirmed the reported ¿mechanical moving sound¿ sound event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, a possible root cause of the reported event may be attributed but not limited to placement of the pump which allows contact with fixed or rigid anatomical structure. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a mechanical moving sound at the location of the ventricular assist device (vad). The patient claimed regularly hearing a squeaking sound as if part of the vad is rubbing on something. The nurse also confirmed this sound when using a stethoscope. The patient is doing fine, no alarms and no other changes. The vad remains in use. No patient complications have been reported as a result of this event.